Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-00647. It was reported the patient had redness and fluid at the lead incision site. Subsequently, the patient underwent surgical intervention to explant the entire system due to suspected infection. Antibiotics were administered to the patient.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-00647. Follow-up identified the patient is using a wound vac. At this time, no further updates on the patient's infection have been received by the abbott representative.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-00647. Follow-up identified the patient underwent an incision and drainage (I&d) procedure on (B)(6) 2017. The infection remains unresolved at this time.

Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2017-00647. Follow-up identified culture results confirmed the presence of bacterial infection.